Event description:
As reported by the user facility through medwatch #(B)(4): "dr removed the remains of an epidural catheter from the back of a pt that had snapped of when attempting to insert. The concern expressed by dr is that this catheter had no radio-opaque markings by which to find the catheter under x-ray. Therefore, dr had to dig inside a patient for an extended period of time of order to find the catheter. When he finally found the catheter, 15cm was retrieved. It would seem to me that if there is a chance of this type of catheter being snapped off inside a patient, then perhaps there would be a product on the market that would be x-ray detectable. All items are included in the tray and it is part of the (B) (4). Reason for use: part of the procedure."

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report #(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.